Event description:
It was reported 0.5ml 31gx6mm u-100 insulin syringe did not have an expiry on its label. The following information was provided by the initial reporter: "consumer reported this box and packets inside do not have expiry dates. Just purchased at store today".

Manufacturer narrative:
The following fields were updated due to corrected information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 10/4/2021 h.6. Investigation: customer returned (20) 0.5ml insulin syringes, 2 open polybags, and a portion of a shelf carton from lot# 0027335. The consumer reported that this box and packets inside do not have expiry dates. All returned samples were examined, and it was observed that the expiration dates were not printed on either the polybags or shelf carton. As per manufacturing, lot# 0027335 was produced before expiration dates were printed on packaging. The returned samples fell within specification, therefore, a manufacturing defect could not be confirmed. A review of the device history record was completed for batch# 0027335. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This was manufactured prior to expiration dates on packaging. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 0.5ml 31gx6mm u-100 insulin syringe did not have an expiry on its label. The following information was provided by the initial reporter: "consumer reported this box and packets inside do not have expiry dates. Just purchased at store today".